Event description:
Device data was transmitted and the information received on the remote transmission was reviewed by qualified personnel. It was noted the electrogram revealed possible t wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2012 (B)(6); 4196 implantable pacing lead 2012 (B)(6). (B)(4).